Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The technician observed that the ventilator did not audibly alarm when the ventilator inoperative alarm occurred. The display board was replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. The technician observed that the ventilator did not audibly alarm when the vnetilator inoperative alarm occurred. The display board was replaced to address the issue. The device trilogy system board(sb) pca and trilogy evo display pca was returned to the manufacturer's quality product investigation laboratory for investigation. Investigation was able to confirm a failure of the system pca and the root cause was software. The device's downloaded logs were reviewed by the manufacturer. It was concluded that the e-262 was due to a software issue investigated in defect. Investigation was confirm the complaint installed the trilogy evo system pca was installed on the trilogy evo stb and e-262 occurred causing a ventilator inoperable alarm immediately after powering on stb. Reset was done and ran therapy for approximately 30 minutes and now the system pca will now operate as expected. This was due to a software issue that was investigated by engineering in defect. Investigation was not able confirm failure of the display pca. All power was removed and disconnected the flow sensor creating a ventilator inoperable ondition and noted the speaker tone while the stb was alarming. The display pca operated as expected and then the display pca was tested on the pil trilogy evo multifunctional test station for audible alarm verification and power fail verification and passed all testing, it was concluded that the display pca operates as designed. Section d8, d9, h2, h3 and h6 has been updated.